Event description:
It was initially reported by the physician that the patient was recently implanted but his end-of-service projection shows - months remaining. Pt is currently set at 1.5 ma, 30 hz, 500 usec, 30 seconds on and 5 minutes off. Pt is doing well and can feel stimulation. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.